Manufacturer narrative:
Manufacturing date and expiration date corrected. An event regarding odour, consistency and setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three retain samples tested of the reported lot. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no other similar events reported for the referenced lot. The investigation concluded that the reported consistency and setting time issue cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
It was reported that scrub nurse noticed a pungent smell when liquid was opened. She mixed w/powder and observed a green hue tent when making was complete. Surgeon refused to use product. Scrub nurse noticed that mix was clumpy and was finished setting up in 6 minutes. Customer has 3 each of same lot number still in inventory.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that scrub nurse noticed a pungent smell when liquid was opened. She mixed w/powder and observed a green hue tent when making was complete. Surgeon refused to use product. Scrub nurse noticed that mix was clumpy and was finished setting up in 6 minutes. Customer has 3 each of same lot number still in inventory.